Event description:
Attorney reported customer's death. Attorney states that the pump had the tendency to stop working under certain foreseeable and usual circumstances and that such failures would pose a serious threat of injury or death to the user. Personnel at the office of the customer's physician were contacted and indicated that they were not aware that the customer had died.